Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 20x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was advanced again through a non-bsc guide extension catheter but the stent delivery system (sds) was unable to advance to the colored part of the non-bsc guide extension catheter. The sds was removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.